Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a coronary angiogram. Reportedly, during advancement of the thumb advancer resistance was felt 1 cm distal. When the deployment button was depressed to deploy the clip, resistance was felt and it was also felt that it did not click correctly. The physician removed the device without difficulty by pulling it out and bleeding was still observed. The clip remains in the patient and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Six unused sterile starclose se devices with the same lot number, 20730k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded. A follow up report will be submitted with all additional relevant information.